Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoirs had issues with insulin delivery. Customer¿s blood glucose level was unknown. Customer reported that insulin did not want to come out during the fil tubing process. Customer reported that the difficulties with disconnecting the reservoirs from the transfer guard. The insulin pump will be returned for analysis.